Event description:
The reporter indicated that the 13.2mm vticm513.2 implantable collamer lens of a -8.0/2.5/071 (sphere/cylinder/axis) had a problem during loading. Backup lens was used. No futher information has been provided.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4)